Event description:
Senseonics was made aware of an incident where the sensor broke during the removal procedure on (B)(6) 2024. All pieces were successfully removed and the customer is doing well.

Manufacturer narrative:
Manufacturer is currently performing evaluation and the results will be provided in the supplemental report.

Manufacturer narrative:
The return material authorization (RMA) was issued, but the sensor was never returned. Furthermore, no images were provided. As a result, no visual confirmation or investigation of the complaint was possible. The root cause of fracture of sensor during removal is potentially excessive force on the removal clamps grabbing an extremity or part of the sensor. In some cases, the patient's tissue at insertion sites may encapsulate the sensor, obstructing its removal. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. Sensor breakage during removal is a known and anticipated potential adverse effect and eversense e3 user guide mentions about it under "risks and side effects". This incident does not require any further investigation. B4. Date of this report 20 june 2024. D9 device available for evaluation? Yes on 06/10/2024. G3. Date received by the manufacturer? 17 june 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 67.